Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The core wire was protruding from the proximal end of the knob assembly for approximately 0.9cm, due to the user not properly disconnecting the device from the transducer. The outer catheter at the distal end of the device had a wavy appearance and was bunched at the distal tip, likely due to the core wire retraction. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip. The marker band was pushed distally towards the distal tip and was damaged. No other anomalies were observed to the device. The investigation in confirmed for material separation as the outer catheter was separated from the distal metal tip. The investigation is inconclusive for extrusion. The root cause could not be determined based upon available info. It is unk whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that after a recanalization catheter had been activated for approximately four minutes in the sfa, the catheter perforated the artery below the knee. The device was then difficult to remove from the vessel. Upon withdrawal of the catheter, the distal segment of the catheter appeared to be twisted. An extended balloon inflation was performed to tamponade the vessel. There was no reported adverse clinical sequelae.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide new patient information, which was updated in the appropriate section. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.